Event description:
Customer reported that the needle was loosely attached to the syringe. The needle unscrewed when activating the safety and caused a dirty needle stick. Additional information received from the initial reporter on (B)(6) 2022 stated that the entire needle and colored hub detached from the syringe. The site was immediately washed with soap and water. Blood test completed for hiv,syphillis, and hepatitis. All initial results were negative. Will recheck in 3 months. No further intervention done as they refused prophylactic treatment.

Manufacturer narrative:
The complaint device was not to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The production site checked the batch record of impacted monoject 1ml syringe w/hypodermic safety needle 27g x ½", ref 11812705, lot 01107028 with no anomalies found on batch documentation. No samples were received by the customer for evaluation. Archive sample evaluation: visual check: 50pcs of archive samples have been visually checked with no loosen needle or detached needle found. Simulation test: 5pcs of archive samples have been tested by withdrawing and ejecting water from the syringe and finally activating the safety mechanism. No detached needles were found. Resistance to separation from axial load test: 5pcs of archive samples have been checked in accordance with iso 80369-20:2015, annex f. All samples tested passed the test. Resistance to separation from unscrewing test: 5pcs of archive samples have been checked in accordance with iso 80369-20:2015, annex g. All samples tested passed the test. Resistance to overriding test: 5pcs of archive samples have been checked. All samples tested passed the test. Risk statement: the overall risk assessment, given the severity assessment of s3-moderate injury and a probability assessment of p2-low, the final risk priority number is 6. Risk level is in green area/low risk according to our risk management procedure